Manufacturer narrative:
There is a temporal relationship between the patient event of seizure with subsequent hospitalization and pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the seizure and the liberty select cycler. Based on available information a cause for the seizure event cannot be determined. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting the liberty select that the patient had an emergency and the peritoneal dialysis treatment was completed with a stat drain. Follow up with the patient¿s peritoneal dialysis nurse indicates that the patient experienced a seizure. The patient reportedly has a history of seizers. It was unknown at the time of the call if the patient was in the hospital. Additional information was solicited. (B)(6) 1944.